Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) reservoir due to migration from submuscular location to the scrotum. The physician does not consider that device issues could have caused or contributed to patient complications. There is no information available regarding any external pressure or trauma to the pelvic region or abdomen prior to the device migration that could have contributed to its migration. A new ipp reservoir was implanted. No additional information was reported.